Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). See mw5088141.

Event description:
FDA medwatch / FDA user facility report # mw5088141 received on 30-jul-2019 stated, "ended, gastrojejunostomy tube 2 days after placement." Additional information received 07-aug-2019 indicated the injury was "a 5 mm in diameter perforation of the third portion of the duodenum by the gastrojejunostomy tube. Pt [patient] with ongoing issues. Unsure if perforation was from tube. It was noted to be necrotic. Medwatch sent as a precautionary." "Pt taken back to or[operating room] for exp lap [re-exploratory laparotomy] and washout x 4." Clarification was requested regarding the reported product involved in the event, the complainant stated "mic-key g tube is the type of gastrojejunostomy tube used." "Unclear if tube malfunctioned. It was noted to be necrotic and had migrated causing perforation." According to the or report of the patient's most recent surgery, patient had an "infarct of bowel which terminated in the ileum and right colon." Another section of the operating room (or) report stated the tube, which was placed on (B)(6) 2019 and removed on (B)(6) 2019, was described as a "14 french, 15cm button, gastrojejunostomy tube." Operating room (or) report also stated the tube was placed in the "lumen of the stomach and passed through to the jejunum." Patient's current status was stated to be "in the hospital for an extended time. [The patient] has a shunt. Currently, waiting to return to surgery for another washout of abdomen." Complainant stated the product code provided on the user facility submitted medwatch is the code initially given to her from the operating room (or). Additional information, including confirmation of the reported product code, has been requested but not yet received.

Manufacturer narrative:
This complaint does not involve an avanos medical product. All information reasonably known as of 16 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer confirmed that the reported complaint did not involve an avanos medical enteral feeding tube; the patient had an applied medical technologies (amt) gj1415-30 feeding tube.